Event description:
Experienced an issue with this item this morning while attempting to place an IV. Catheter would not slide off the needle. Catheter tip appears damaged. A patient was involved in this incident. According to the nurse, she discovered a defect after inserting the catheter into the patient. Once she realized something was wrong with the catheter, she removed it immediately from the patient. There were no adverse effects or injuries with the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed, and the cause appeared to be associated with use. One 20g insyte autoguard IV catheter from lot number 5247605 was provided for investigation. The sample exhibited evidence of use. The IV catheter was returned without the needle. A v-shape cut was identified in the catheter tubing and material from the catheter tip appeared to be missing. The size and direction of the v-shaped cut was consistent with needle puncture damage. As the sample exhibited evidence of use, the damage likely occurred due to complications during the insertion process. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing-related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.